Event description:
The physician was attempting to implant a 2.50mm diameter length integrity rapid exchange (rx) coronary stent. The target lesion in the proximal rca was reported to have been in a moderately tortuous vessel with the lesion exhibiting 80% stenosis and severe calcification. It was reported that prior to attempting to deliver of the integrity stent the physician had pre-dilated the lesion on six occasions up to 18 atms. The physician attempted to go through the first proximal lesion of the right coronary artery, however it was reported that the stent was unable to cross the lesion. The stent was then withdrawn from the pt. Upon removal of the device it was noticed that the stent appeared to be damaged. Info received from the field confirmed that resistance was encountered and force was applied to the device in an attempt to deliver the stent across the lesion. The account reported that the integrity device was inspected prior to use with no issues noted. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: methods: x-ray, fluoroscopy, ivus, CT, MRI etc. Results: calcified nature of lesion. Force used in attempt to advance device. Conclusions: calcified nature of lesion. Force used in attempt to advance device. Evaluation summary: the device was returned to medtronic galway for evaluation. The stent was positioned on the balloon as per specification. Two struts on the 4th distal segment were raised and pulled distally. A number of struts on the 6th proximal segment and on the 3rd distal segment were deformed. No further damage was noted.